Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (batch no. 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, multigravida, parity 3 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2010) and recurrent abortion. Concomitant products included ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain where the coils are located/pain is so severe that she is forced to miss work at times"), migraine ("migraine headaches"), fatigue ("fatigue,"), nausea ("nausea"), menorrhagia ("extended menstrual cycle/menorrhagia (heavy menstrual bleeding),/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced rash maculo-papular ("rashes or skin conditions type: red patches of bumps"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced tooth fracture ("dental problems broken molars") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), abdominal pain lower ("cramping"), dizziness ("dizziness"), oligomenorrhoea ("extended menstrual cycles"), headache ("migraine headaches"), arthralgia ("joint pain"), anxiety ("anxiety,/psych injury"), abdominal pain ("abdominal pain"), loss of libido ("loss of libido"), back pain ("lower back pain"), abdominal distension ("bloating,"), menstrual disorder ("blood clots during her menstrual cycle"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi condition"), visual impairment ("vision problems") and nervous system disorder ("nuero condition/problem") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, dizziness, oligomenorrhoea, pelvic pain, migraine, headache, arthralgia, fatigue, anxiety, weight increased, abdominal pain, dyspareunia, loss of libido, back pain, abdominal distension, menstrual disorder, nausea, menorrhagia, dysmenorrhoea, metrorrhagia, vaginal infection, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, visual impairment, alopecia, tooth fracture, hormone level abnormal, nervous system disorder, mood swings, vaginal haemorrhage, female sexual dysfunction, depression and rash maculo-papular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, oligomenorrhoea, pelvic pain, pregnancy with contraceptive device, rash maculo-papular, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleed, psych injury: no discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Lot number: 50512944 manufacturing date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (batch no. 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, multigravida, parity 3 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2010) and recurrent abortion. Concomitant products included ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain where the coils are located/pain is so severe that she is forced to miss work at times"), migraine ("migraine headaches"), fatigue ("fatigue"), nausea ("nausea"), menorrhagia ("extended menstrual cycle/menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In may 2011, the patient was found to have weight increased ("weight gain") and experienced rash maculo-papular ("rashes or skin conditions type: red patches of bumps"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced tooth fracture ("dental problems broken molars") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), abdominal pain lower ("cramping"), dizziness ("dizziness"), oligomenorrhoea ("extended menstrual cycles"), headache ("migraine headaches"), arthralgia ("joint pain"), anxiety ("anxiety/psych injury"), abdominal pain ("abdominal pain"), loss of libido ("loss of libido"), back pain ("lower back pain"), abdominal distension ("bloating"), menstrual disorder ("blood clots during her menstrual cycle"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi condition"), visual impairment ("vision problems") and nervous system disorder ("nuero condition/problem") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, dizziness, oligomenorrhoea, pelvic pain, migraine, headache, arthralgia, fatigue, anxiety, weight increased, abdominal pain, dyspareunia, loss of libido, back pain, abdominal distension, menstrual disorder, nausea, menorrhagia, dysmenorrhoea, metrorrhagia, vaginal infection, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, visual impairment, alopecia, tooth fracture, hormone level abnormal, nervous system disorder, mood swings, vaginal haemorrhage, female sexual dysfunction, depression and rash maculo-papular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, oligomenorrhoea, pelvic pain, pregnancy with contraceptive device, rash maculo-papular, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal bleed, psych injury: no. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Trailing coils: right- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Lot number: 50512944; manufacturing date: 2010-06; expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received. Reporters information and rcc were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (batch no. 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, multigravida, parity 3 ((B)(6)2003, (B)(6) 2006, (B)(6) 2010) and miscarriage. Concomitant products included ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain where the coils are located/pain is so severe that she is forced to miss work at times"), migraine ("migraine headaches"), fatigue ("fatigue,"), nausea ("nausea"), menorrhagia ("extended menstrual cycle/menorrhagia (heavy menstrual bleeding),/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced rash macular ("rashes or skin conditions type: red patches of bumps"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and depression ("psychological or psychiatric problems condition: depression"). In july 2011, the patient experienced tooth fracture ("dental problems broken molars") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), abdominal pain lower ("cramping"), dizziness ("dizziness"), oligomenorrhoea ("extended menstrual cycles"), headache ("migraine headaches"), arthralgia ("joint pain"), anxiety ("anxiety,/psych injury"), abdominal pain ("abdominal pain"), loss of libido ("loss of libido"), back pain ("lower back pain"), abdominal distension ("bloating,"), menstrual disorder ("blood clots during her menstrual cycle"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi condition"), visual impairment ("vision problems") and nervous system disorder ("neuro condition/problem") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, dizziness, oligomenorrhoea, pelvic pain, migraine, headache, arthralgia, fatigue, anxiety, weight increased, abdominal pain, dyspareunia, loss of libido, back pain, abdominal distension, menstrual disorder, nausea, menorrhagia, dysmenorrhoea, metrorrhagia, vaginal infection, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, visual impairment, alopecia, tooth fracture, hormone level abnormal, nervous system disorder, mood swings, vaginal haemorrhage, female sexual dysfunction, depression and rash macular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, oligomenorrhoea, pelvic pain, pregnancy with contraceptive device, rash macular, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleed, psych injury: no. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions type: red patches of bumps, did not undergo confirmation test. Event tooth disorder updated to tooth fracture. Onset date of events menorrhagia, dysmenorrhoea, tooth fracture, dyspareunia, dysmenorrhoea, fatigue, alopecia, urinary tract infection, migraine, nausea, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal discharge, weight increased were updated. Medical history, reporter information, concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.